Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen screen. The customer¿s blood glucose level was unknown. The customer reported that they replaced battery and the screen was frozen. Customer stated that the buttons were not responding. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube and corroded battery tube spring. Unable to confirm button error alarm and frozen screen or perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. No moisture damage on the electronic assembly, motor or keypad assembly noted.